Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10888. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device and delivery system was advanced through a watchman ® access system. The access system was not deep seated in the laa prior to deployment of the closure device. The closure device was deployed and implanted successfully. However, they noticed a "drop" of the device after it was implanted, so they checked for a pericardial effusion through a transesophageal echocardiogram (tee) and one was present. They tapped the effusion and removed some of the blood from the patient. They decided to leave the device implanted because the patient was doing well. The patient is currently stable and doing great.